Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported. The shocking sensation was caused by movement. The patient could not even lay on their side in bed. When the area around the implantable neurostimulator (ins) was palpated, the patient got a shock. There were no reports of trauma. The patient's tremor control had been poor for over a year and the patient was unable to increase stimulation due to the side effects. The patient was getting some control as when running impedances and in between the shocks. The patient did not have any problems charging the system and the ins was at 100 percent when they met with the hcp. The manufacturer representative later reported the cause of the high impedances or shocking sensation was not determined. No additional diagnostics or troubleshooting was planned or taken. No additional actions or interventions were planned or taken to resolve the issue. The patient was receiving adequate therapy.

Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), explanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID neu_ unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient was experiencing shocking sensations (electric shocks) around the implantable neurostimulator (ins) site. Tremor returned. The patient contacted their hcp for advise and the patient was seen in the clinic today. Impedances were checked and found the following: impedances are showing:- c <(>&<)> 3 >10000 0 <(>&<)> 3 > 10000 1 <(>&<)> 3 >10000 2 <(>&<)> 3 > 10000 therapy impedance shows:- l vim 992 ohms 4.703 ma r vim 988 ohms 4.637 ma current settings:- 2+, 1- 210 pw rate 160 4.8v 6+, 5- 180 pw rate 160 4.5v. It was now taking the patient over an hour to charge. The issue was not resolved at the time of this report. No surgical intervention occurred and unknown if planned. The patient was sent home and was waiting to be reviewed after advise sought from tech services and neurosurgeon. The patient has essential tremor, therefore, thalamic stimulation. The manufacturer representative reported over a month later that the patient was still aware of shocking sensation and his tremor was not well controlled. The patient will be seen in the clinic on (B)(6) 2016. On 2016-02-22, the manufacturer representative reported that they would contact the hcp for additional information after february 24th. Two days later, the manufacturer representative reported the patient met with the hcp on (B)(6) 2016. The patient was going to be admitted to the hospital to have the ins battery explored under general anesthetic. The date of the revision was not known. Additional information received from a manufacturer representative on 2017-01-10 reported the patient was still experiencing shocking sensations. A revision was done and the ins was explanted and replaced. After the replacement, the patient was still experiencing shocking sensations. Impedances were measured and electrode three still had high impedances. No further testing or exploration of the deep brain stimulation (dbs) system was done during the revision. Refer to manufacturer report #3004209178-2015-25534.